Event description:
The fe reported an interlock failure error message. This error results into loss of system functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.